Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nine (9) patient-controlled analgesia modules had delaminated front panels. Per customer, "devices were not on patients ¿ no patient incident. No testing was performed on devices, only visual inspection. Some devices had recently had annual pms performed, no keypad functional issues." This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
Omit : a0401 - break (1069), g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex a, g codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had delaminated front panels was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nine (9) patient-controlled analgesia modules had delaminated front panels. Per customer, "devices were not on patients ¿ no patient incident. No testing was performed on devices, only visual inspection. Some devices had recently had annual pms performed, no keypad functional issues." This was reported to bd representatives during site visit. There was no patient involvement.